Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test (B)(6) 2006. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain(other)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pain and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date. In summons it was reported as (B)(6) 2010 but as per pfs it was reported as (B)(6) 2005. Discrepancy in removal dates date(s) of removal: (B)(6) 2010 hysterectomy (partial), (B)(6) 2018 hysterectomy (partial). (As reported). Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury deleted. Events pain(other), general abnormal bleeding and psych injury added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test- (B)(6) 2006. Previously administered products included for an unreported indication: oral contraceptives. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain(other)"), psychological trauma ("psych injury") and menstrual disorder ("periods become worse"). The patient was treated with surgery (hysterectomy (partial)/full hysterectomy / ablation). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, pain and psychological trauma outcome was unknown and the menstrual disorder had resolved. The reporter considered genital haemorrhage, menstrual disorder, pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date. In summons it was reported as (B)(6) 2010 but as per pfs it was reported as (B)(6) 2005 and (B)(6) 2006. Discrepancy in removal dates: date(s) of removal: (B)(6) 2010- hysterectomy (partial), (B)(6) 2018- hysterectomy (partial). (As reported): received treatment for: pain other, bleeding general abnormal bleed, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: not available. X-ray - in (B)(6) 2006: not available. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events: menstrual disorder added. Historical drug and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.